Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and any corresponding corrective actions. Customer complaint cannot be confirmed based on the information received. Root cause is unknown at this time. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "balloon burst during intubation." Alleged event reported occurred during a use. There was no report of patient injury or consequence. There was no report of necessary medical intervention.